Event description:
Reportedly, during testing, it was found that the up/ down buttons were not working. The device was not in use on a patient at the time of this event.

Manufacturer narrative:
(B)(4).